Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 72-year-old male for high-risk pci following posterior stemi, after escalation from iabp support. Pre-support scai stage and comorbidities were not reported, however it was noted that a pulmonary artery catheter was in place in the right groin. Following initiation of impella cp support, the patient was documented as scai stage d shock and transferred to ICU. The patient was noted to remain on low does inotropic and vasopressor support with impella running at p-9, functioning as intended. While in the ICU, access site hematoma and progressive oozing were noted with preserved popliteal pulses and absent pedal pulses in the impella extremity which was managed with manual pressure and gradual impella weaning. The device was removed after weaning over 5 hours, hemostasis was achieved with manual compression, and no further bleeding was reported. The patient survived to explant. The reported hematoma/oozing and decreased distal perfusion occurred in the setting of large-bore arterial access, multiple vascular devices,and anticoagulation therapy which is more likely to be procedure/ access-related complication, as the impella device performed as intended throughout support, with no alarms or malfunctions.